Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 5112121 lead, implanted: (B)(6) 2017, explanted: (B)(6) 2017. Dtma1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with (B)(6), prosthetic valve endocarditis complicated by endophthalmitis and cerebrovascular accident (cva). The patient's system was removed due to infection. No further patient complications have been reported as a result of this event.